Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pcom) using penumbra smart coils (smart coils), a non-penumbra microcatheter, and a non-penumbra catheter. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician placed four smart coils in the target vessel using the microcatheter. While advancing another smart coil, the physician experienced resistance in the middle of the microcatheter and, therefore, the smart coil and microcatheter were removed. The physician injected ethanol through the catheter, then completed the procedure using additional smart coils and the same catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 21.0 and 29.5 cm from the proximal end. The embolization coil was intact with the pusher assembly. Offset coil winds were present on the proximal end of the embolization coil. Conclusions: evaluation of the returned smart coil revealed offset coil winds. If the device is advanced against resistance, damage such as this may occur. During functional testing, the smart coil was unable to advance through its introducer sheath due to the offset coil winds. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of resistance experienced during the procedure could not be determined. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.